Event description:
This console was not on a patient. Customer in another country, reported that the vacuum control potentiometer was broken at some time in the past. This alleged failure mode poses no risk to a patient because the console was not supporting a patient. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions. Syncardia has requested that the vacuum control potentiometer be returned for evaluation.